Event description:
It was reported that the device on/off button failed to respond when the operator attempted to power the device on for patient monitoring purposes. The patient refused monitoring and the call was terminated. The reported device issue had no adverse effects on the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported device failure. Physio observed proper device operation of the on/off and all other critical buttons. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. A conclusive cause of the reported issue was not determined.